Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. Event date is unknown. A device history record review was performed for the subject device. There were no non-conformances generated during the production of the device lot. The review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the subject device is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was not implanted or explanted. Device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: article 280.100s lot 9242126. An investigation summary was performed. The investigation of the complaint articles has shown that: at the dhs screw are no obvious damages visible and the article is in good condition. As no product fault could be detected, no further action required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the tip of the dynamic hip screw (dhs) connecting screw 338.310 broke inside the dhs screw 280.100, during implantation. This report is 1 of 2 for (B)(4).